Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and complex reg pain syndrome type I. It was reported that the patient has had non stop issues with their ins since implanted. The patient reported that the ins would not stay charged and would deplete within 5-6 days even if it's not turned on. The patient reported they had met with a manufacturer representative about 1-2 years ago to have ins restarted and also told them of their issues then. No symptoms reported. No further complications reported and/or anticipated at this time.